Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Further investigation pending product return.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Further investigation underway.

Event description:
The user facility in china reported during cataract surgery a piece of white unknown substance appeared during retraction. The operation was suspended immediately to examine the vitreous cutter. A white unknown substance was observed in the anterior segment of the vitreous cutter. Additional information was requested; however no response has been received.